Manufacturer narrative:
H6: investigation summary: manufacturing device history record (DHR) review: review of the DHR for part number: (B)(6) and serial number: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Per fse report: confirmed no aspiration to waste, removed lid and found waste pump failed, replaced pump with part number 348872, filled waste container and tested ok, pump now draining the waste. Instrument fixed. Cst performance check passed. The instruments facsflow supply system¿s waste drain pump is stopped working. Customer wears ppe to prevent injury/harm due to exposure to biohazards. Customer reported no physical harm or injury. H3 other text : see h10.

Event description:
It was reported that during use with a bd lsrfortessa x-20 so biohazard leakage occurred outside of the instrument. The following information was provided by the initial reporter: the instrument's facsflow supply system's waste drain pump is broken. Customer has restarted and cold rebooted the ffss already. Waste drain light is active but no sound can be heard from the ffss. 1. Was the leak contained within the instrument? Not contained 2. Was the leak in a customer accessible location? No 3. Was there spray of fluid under pressure? No 4. What was the fluid that leaked? Biohazard 5. What is the source of leak -- waste line or non-waste line? After waste line 6. Was the customer exposed to blood or bodily fluids? No 7. Was there any physical harm to the customer as a result of the leak? No¿.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd lsrfortessa x-20 so biohazard leakage occurred outside of the instrument. The following information was provided by the initial reporter: the instrument's facsflow supply system's waste drain pump is broken. Customer has restarted and cold rebooted the ffss already. Waste drain light is active but no sound can be heard from the ffss. Was the leak contained within the instrument? Not contained. Was the leak in a customer accessible location? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. What is the source of leak -- waste line or non-waste line? After waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.